Event description:
During transoral incisionless fundoplication procedure, the esophyx malfunctioned leading to esophageal injury- patient had returned to operating room for suture reinforcement. Merit medical systems, inc.